Manufacturer narrative:
(B)(4). The device sample was not returned for evaluation at the time of this report.

Event description:
The customer alleges that the power driver had no power and was completely in-operative. IV access was obtained by placing an IV in the ej. Patient deceased.

Manufacturer narrative:
(B)(4). The ez-io g3 driver (pn 9058) (sn (B)(4)) was returned for evaluation. Upon receipt, the driver was visually inspected. Thermal deformation was observed, indicating the motor was continuously run for an extended period of time. There was no power when the trigger was pulled. The trigger guard was attached and black marks were seen on the handle, indicating the driver was likely stored in the vascular access pack. There is a potential for thermal deformation to occur due to unintentional activation when the driver is stored incorrectly. This condition can occur in the vascular access pak (vap) bag when the trigger guard is still present. The motor was connected to a dc power supply and set to approx 18v. When the trigger was pressed, the led flashed red, indicating the driver had reached its end of life. A review of the certificate of conformance (c of c) found that the driver passed all acceptance criteria. This device was manufactured in 10/2015 and is less than 1 year old. The customer's complaint that the driver lost power was confirmed. Based on the results of the investigation, the cause for driver having no power was because the batteries were depleted. Other remarks: it is likely that the batteries became depleted due to incorrect storage where the trigger was unintentionally activated and the motor continuously ran until the device lost power. The ez-io driver instructions for use states "when storing the vascular access pack (vap) remove the trigger guard to prevent accidental activation of the ez-io power driver." Additionally, there is a flyer provided with each vap bag which provides illustrations showing to remove the trigger guard when storing in the bag. Furthermore, the ez-io driver IFU states "ez-io power driver led will blink red when the trigger is activated and has only 10% of battery life remaining. Purchase and replace the ez-io power driver when the red led begins blinking." The user is also instructed that "in the unlikely event of a driver failure, remove the ez-io power driver, grasp the needle set by hand, and advance the needle set into the medullary space while twisting the needle set" and "as with any emergency medical device, carrying a backup is a strongly advised protocol." Teleflex will continue to monitor and trend for reports of this nature.

Event description:
The customer alleges that the power driver had no power and was completely in-operative. IV access was obtained by placing an IV in the ej. Patient deceased.